Event description:
A report was received that the patient was having a burning sensation at the ipg site whether the stimulation was on or off. A lidocaine injection was given to the patient, however, the issue was not resolved. The patient underwent a pocket revision and the ipg was relocated. The patient was reportedly doing well following the procedure.